Event description:
Complaint received as follows: "1 week after use of aquacel ag, urticaria developed on whole body". Additional information received: prostaglandin ointment used on venous leg ulcer. Obvious improvement was not observed, changed to aquacel ag. Urticaria on whole body. Observed more rash at the skin aquacel ag was applied. Improved with steroid injection. Urticaria was healed, patient remained hospitalized. According to marketing team, it is not allowed for them to disclose report of the treatment or the period of hospitalized to us due to privacy protection law.

Manufacturer narrative:
We presume that this event might occur because of basic allergy causes, foods, environmental factors and so on. Urticaria has healed and free of symptoms, now. Based on the information received stating that the patient was treated in a hospital for the adverse event, the determination in this case is deemed serious. Also the report stated that the attending physician did not have a clear opinion on the causal relationship of the device to the adverse event, since this cannot be ruled out we would be assuming that the dressing product was causally related to the adverse event. The product lot number was recorded as cno (could not obtain) indicating no lot number was available. As no complaint sample was received, an assignable cause could not be determined. No evidence was found that aquacel ag product failed to meet all of the requirements and specifications at the time of manufacture. There are no additional complaints reported for this specific icc code. A review of the complaint listing for the previous 12 months for this product icc codes indicates that this was the only complaint registered for this icc code, date and complaint issue. An evaluation has been conducted and no further work is required as per sop.